Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent ventral hernia repair surgery on (B)(6) 2017 during which the surgeon noted ¿the previous mesh pulled to the right side. Once freed up adhesions, he noted some mesh within the hernia sac. The hernia sac was excised along with a mesh that was at the edge of the facia.¿ it was reported that the patient experienced severe pain, adhesions, inflammation, stress and anxiety. No additional information is provided.